Manufacturer narrative:
Pump received with detached end cap, minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing end cap sticker.

Event description:
The customer reported via phone call that the area on the insulin pump where the pump rewinds came off. The customer's blood glucose reading was 133 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.